Manufacturer narrative:
Additional information (h10) - this emdr is being submitted to updated imdrf clinical signs, imdrf health impact, imdrf med. Dev. Problem codes and imdrf components. Also, to include the investigation results captured under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions and investigation summary captured under h10. Correction (g1) - contact office address: (B)(4). Returned sample evaluation: as additional information, photo was received for this complaint. Upon visual evaluation of the photo provided, the off center reported by the customer can be confirmed. No samples were received for evaluation. Related event conclusion: method ¿ pick and place vacuum nips not standardized. Based on the process review carried out, if the vacuum nips of the pick and placed are not standardized, when the machine take a component it drops it misaligned and an off center hole failure mode can occur. Standardization of vacuum nips of the pick and placed was only performed in the ats#2 line on 10/may/2021 (see attachment #1), but it will be deployed to ats#1. Based on the preliminary investigation carried out, the most probable cause of the problem was identified and confirmed during the process review carried out. A CAPA plan will be generated to deploy the implementation of the pick and place standardization action performed in the ats#2 to ats#1 line, which address the cause identified. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 12 of 20. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that 20 wafers from 2 boxes of 10 wafers had starter hole off center. He stated that he was able to use a few of them but had to apply tape to ensure it would adhere properly to his skin. Pictures of the alleged malfunction was provided by the complainant.